Event description:
The provider stated that one of their customer reported the pump was pumping air into a child. The pump was set at 35 ml/hr for 139 ml of human milk. When the pump was received, it was tested with the customer's information and pumped air. After troubleshooting several times, the pump still had the same issue. There were no pt injury, death, or medical intervention provided.

Manufacturer narrative:
Investigation is in progress. A follow up will be submitted when new information are received.